Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 38 mg/dl at the time of incident and current blood glucose level was also 76 mg/dl. The customer reported that the blood glucose level went down from 115 mg/dl to 50 mg/dl in an hour and then it again went down to 38 mg/dl. The emergency medical service was sent to help the customer and they treated customer with intravenous fluid and bought the blood glucose level to 264 mg/dl and after that it was 330 mg/dl. The customer was also treated with food for low blood glucose level. The customer was alleging insulin pump was over delivering because the customer already used 50u of insulin, but had not performed a bolus with the pump. The insulin pump will not be returned for analysis.